Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports that while flushing the catheter, saline leaked out of the catheter, a crack was noticed after the bifurcation. The pt required another catheter to be inserted.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.